Manufacturer narrative:
We have not received the complaint patch for investigation. Hence, we could not conclusively determine the root cause of this incident. We have requested for additional information including patient's allergy profile, patch rinsing procedure at the hospital prior to implant, date of implant, date of explant, etc. As of july 09, 2021, we have not received a response. No further information was provided to us.

Event description:
The patient developed an allergic reaction after being implanted with a xenosure patch. The surface skin at the site of implant changed. The date of implant is unknown. No further information was provided.